Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing abutment would not seat onto the implant. Another one was used to complete the procedure.

Manufacturer narrative:
One heal collar 4.5x5.5, 5mm (hc455) was returned for investigation. Visual inspection of the as returned product identified significant damage to the healing collar threads, which were compressed inward and deformed at the engagement feature. Functional testing was performed for the returned product and it was determined the healing collar no longer functions as intended and could not be threaded in a mating implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated:

Event description:
No further event information available at the time of this report.